Event description:
The customer reported the device displayed the error code 20003. Error code 20003 is accompanied by the message/instruction "system failure cycle power" and operation is halted. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported the device displayed the error code 20003. Error code 20003 is accompanied by the message/instruction "system failure cycle power" and operation is halted. There was no report of patient involvement or adverse patient impact.